Manufacturer narrative:
(B)(4)

Event description:
It was reported the tip of the peel-away sheath peeled back during insertion through the patient's skin. Follow up information states no skin nick was performed. The clinician was able to insert the sheath and placed the catheter successfully. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath tip flowered back during insertion was confirmed. Returned was a peel-away sheath. The sheath had been used and was separated into two sections. With the unaided eye, the tip of one side of the sheath appeared deformed. The tip on the other side appeared typical. Microscopic examination revealed that the tip on one side of the sheath was deformed like it had been pushed back at one location. The tip on the other side of the sheath was not deformed. The length of undamaged side of the sheath measured 7cm (2-3/4"), which met specification of 2-5/8 - 2-7/8" per sheath graphic. The instruction booklet provides insertion techniques for the sheath/ dilator assembly. The IFU directs the user to pre-dilate if necessary. It was reported that a skin nick was not performed. A review of the device history records did not reveal any manufacturing related issues. Based on the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this event. No further action will be taken.